Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 9.4 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected motor error alarms were noted. The pump passed displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The motor was tested outside of the unit and it passed. The pump was received with a blank display. Tested the pump with a test battery cap, and the pump powered up properly. The blank display was due to corroded battery cap contacts. The pump also had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a stained end cap sticker.